Event description:
Boston scientific received information that during a normal pulse generator change out, this lead was explanted and replaced due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.